Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was not responding. Customer changed batteries and received an "unexpected restart" alarm. Customer's blood glucose was 285 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify the unexpected restart error alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection.